Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned before contra-lateral re-implantation in (B)(6) 2024.

Event description:
The user was seen on (B)(6) 2023 and one additional channel (ch 1) had to be deactivated due to high impedance. The four most basal channels (ch 9- 12) had been previously deactivated leaving the user with 7 active electrodes. The user is contemplating to have the device exchanged as he is no longer satisfied with the hearing benefit from it.

Event description:
The user was seen on (B)(6) 2023 and one additional channel (ch 1) had to be deactivated due to high impedance. The four most basal channels (ch 9- 12) had been previously deactivated leaving the user with 7 active electrodes. The user is contemplating to have the device exchanged as he is no longer satisfied with the hearing benefit from it.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.